Event description:
Revision surgery- on the x-ray the reverse shoulder prosthesis glenoid baseplate appeared to be positioned incorrectly, sitting too far superior and anterior. This was causing the patient pain, with a limited range of motion, according to the surgeon.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after four months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the patient. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the 72nd complaint for this part number: 16 for device loosening, 15 for a broken screw, ten due to dislocation, nine due to infection, seven due to trauma, four for instability, two due to dissociation, one for subsidence, one for surgical technique not being followed, one due to osteoporosis, one for loose joint, one for misalignment, one due to limited range of motion, one was due to over reaming, and one due to failed allograft. This is the first complaint for this lot number. The root cause for the pain was most likely due to the positioning of the glenoid baseplate; it was too far superior and anterior. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.